Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge did not fit onto the pump, an occlusion alarm occurred which was resolved by changing the cartridge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.